Event description:
The surgical procedure was the implantation of a ptfe vascular prosthesis. The event occurred during a semi-elective procedure to bypass a previous blocked femoral-popliteal graft. 5000 units of heparin was used, not reversed, no anti-coagulants. The incident occurred at proximal anastomosis. A parachute suturing technicue was used with gore-tex sutures, approx 5 passes down either side of the hood apex. When the hood was parachuted down to the native vessel (above old graft) there was suture pull out leading to tearing of the graft. The anastomosis was done for a second time with less loops/passes but again there was pull out. The graft was discarded and another implanted. The patient's condition was described as good the following day.